Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 12 of 25 it was reported after using bd microtainer® tubes with k2e (k2edta), erroneous results (platelet counts) were seen in one patient sample. No adverse impact was reported regarding the patient or user.